Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for button error, compromised force sensor system and insulin pump was not working. Customer states that insulin pump will not turn back on. Customer¿s blood glucose was 102mg/dl at time of incident. Insulin pump will not be return for analysis.

Manufacturer narrative:
Insulin pump received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify a33 alarm, button/key pad anomaly due to blank display. Unit had broken battery tube threads, broken battery cap. The reservoir tube lip was partially broken off but the test reservoir locked in place properly. Unit had corroded keypad traces during visual inspection.